Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient¿s previous device serial number (B)(4) protruded out and was not in a good spot as ins would stick out when patient sat down, so when ins was replaced due to normal battery depletion, ins site was relocated. Patient mentioned "I've got all these scars" from the procedure for ins. No further complications were reported or are anticipated.